Event description:
New information received noted that the right ventricular (rv) lead exhibited noise oversensing.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No programming changes were made. Patient status was unknown.